Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient was found unconsciousness in the toilet. It was not known what the cgm device was showing at the time of the loss of consciousness, and the patient did not know if they received an alert before losing consciousness. The reporter, however, assumed that the cgm reading must have been inaccurate and that the patient lost consciousness due to that. The reporter confirmed that they did hear an alert from the device, even though it was unknown during what point of the event. An ambulance was called and when the paramedics took a fingerstick the blood glucose reading was 25 mg/dl. The patient was treated with intravenous fluids, soda and cookies. After treatment the cgm reading was 80 mg/dl, and the blood glucose reading was 90 mg/dl. No further medication was reported to be needed, and the patient was not brought to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. After treatment, the reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.